Event description:
Adhesions [adhesion]. Leakage from small intestines [systemic leakage]. Case description: spontaneous report received on (B)(6) 2009 from a physician regarding female pt (initials and age unk) with an unk medical history, who received one sheet of seprafilm on unk date two or three yrs ago. After a second look surgery because of lysis of adhesion of grade IV and leakage from small intestine, a cartilage-like adhesion was observed between the intestinal loops. At the time of this report, the pt had recovered. The physician assessed the relationship of the events and seprafilm as possible.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.